Manufacturer narrative:
(B)(6). Device evaluation: one medfusion pump was returned for investigation in used condition. There was a primary audible alarm post error in the event history log (ehl). This error message was also reproduced during start up. The product problem occurred because the high profile c9 had broken off from the interconnect board as a result a drop/impact to the pump. A user interface issue was established as the root cause. The damaged interconnect board was replaced.

Event description:
It was reported that the medfusion pump exhibited a primary audible alarm. No patient injury or complications were reported in relation to this event.